Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement small passive reference frame shipped to site (B)(6) 2015. Medtronic investigation of returned suspect small passive reference frame finds that, as reported, the starburst base is loose. The looseness is very minor. One of the two screws on the base has broken loose but was easily re-tightened returning the frame to normal function. With markers attached and fully seated the frame returned good geometry and divot error readings. Mechanical failure - loose hardware - hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database.

Event description:
A medtronic representative reported a site's starburst connector on their reference frame became loose. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.